Event description:
Event description guidant received information that a manual capacitor reformation was performed during which a 14 second charge time was noted. It was further reported that the monitoring voltage of the implantable cardioverter defibrillator (ICD) dropped lower than expected following the manual capacitor reformation. The ICD was removed.